Manufacturer narrative:
The complaint investigation for a false reactive alinity I hbsag qualitative ii and a false confirmed result using alinity I hbsag qualitative ii confirmatory results included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. The customer observed a false reactive result for one patient when using alinity I hbsag qualitative ii reagent, lot 59361fz00, and false confirmed result using alinity I hbsag qualitative ii confirmatory reagent, lot 63333fz00. Return testing was not completed as returns were not available. Specificity testing was performed using an in-house retained kit of alinity I hbsag qualitative ii confirmatory lot 63333fz00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Using worldwide data, a review of field data for the alinity I hbsag qualitative ii assay shows that the median patient result for lot 59361fz00 falls within established baseline, indicating the reagent lot is performing acceptably on market, and confirms no systemic issue for the lot. Trending review determined no related trend for the issue for the products. Device history record review of the complaint lots did not show any non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii assay, lot number 59361fz00 or alinity I hbsag qualitative ii confirmatory assay, lot number 63333fz00, was identified.

Event description:
The customer observed a false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for one patient. The following data was provided (<1.00 s/co is reactive, >/=1.00 s/co is nonreactive): sample ID (B)(6) initial result, on 30oct, was 1.53, repeat result was 1.40 s/co; hbsag conf result was 81%, confirmed positive. The sample was tested with a roche assay and the result was 0.450 coi, which is non-reactive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p11-22, that has a similar product distributed in the us, list number 08p11-21.

Event description:
The customer observed a false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for one patient. The following data was provided (<1.00 s/co is reactive, >/=1.00 s/co is nonreactive): sample ID (B)(6) initial result, on (B)(6) 2024, was 1.53, repeat result was 1.40 s/co; hbsag conf result was 81%, confirmed positive. The sample was tested with a roche assay and the result was 0.450 coi, which is non-reactive. There was no impact to patient management reported.